Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation result: a visual examination of the returned complaint device found the catheter did not show visual defects. The balloon material of the device was noted to be detached from the catheter, and was not returned with the device. This found failure is consistent with the reported event of the balloon bursting. This failure is likely due to factors encountered during the procedure, such as the anatomy and the interaction with scope and other devices during the procedure could create friction on the balloon, causing the balloon to detach from the catheter. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the product was expired when used.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ileum during an ileoscopy through a stoma procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst at three atm. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the ileum during an ileoscopy through a stoma procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon burst at three atm. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.